Event description:
It was reported that the insulin pump alarmed motor error during a basal delivery. The blood glucose reading was 11.0 mmol/l. No significant events leading to the alarm were observed, as the user was sleeping when the alarm occurred. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump was received with a stuck motor error alarm loop during the bolus delivery. The motor was tested outside of the device and passed. Minor scratches to liquid crystal display window, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address/serial number label and stained end cap sticker were noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.